Event description:
Placed 2/98. Unable to inject chemo on 4/21/98 so a chest x-ray was done which showed subcutaneous leakage. The port was removed & at that time it was discovered that the septum had become dislodged.

Manufacturer narrative:
Implicated product & product received for eval is a low profile port. Complaint sample is received with septum partially dislodged & a short length of open-ended tubing secured over port stem by cath-lock & two individual sutures. Viewing port from above with stem directed toward examiner, septum is dislodged between 9 o'clock & 11 o'clock. A number of needle puncture sites are visible in septum as well as a small amount of serious residue in port reservoir. Tubing fitted over port stem is approximately 0.7 inches long. A single monofilament suture is knotted at the port stem base & a second monofilament suture is wrapped & knotted near the stem's distal tip (between the cath-lock & the catheter). These sutures prevent the cathlock from fitting completely over the port stem. A lot history review is not possible as no lot number has been provided. Documents contained in the complaint file explain the complaint incident involved an inability to administer a medication combined with the pt's complaint of pain during infusion attempts. Subsequent x-rays showed port septum was dislodged. Views of under 5x magnification show size of needle punctures at surface to be exaggerated due to distortion caused by partial septal displacement. Marginal port patency is demonstrated by accessing reservoir with a 20ga. Winged infusion set & flushing water with a 10cc syringe. Unless finger pressure is applied to dislodged septum, water discharges from reservoir. Air is drawn into port 7 syringe during aspiration. Port septum is pulled from port reservoir using a forcep. No damage or defect is noted on septum or reservoir housing under both gross & microscopic examination. Lack of damage or mfg defect in device suggests septum dislodged as a result of over-pressurization, however, no obstruction of stem's proximal orifice inside reservoir is noted. A syringe filled with a 3.0 fr connector is used to access distal tip of catheter. Flushing catheter with water in this manner forces a small cylindrical blood clot from stem orifice in reservoir. This results in an immediate & substantial increase in flow through catheter. This evidence, as well as statements contained in complaint file confirm cause for septal dislodgement was over-pressurization. Complaint of a dislodged septum is confirmed, user- related. Septums remain securely seated within a port when pressurized in excess of 150 psi. Usual cause of septal dislodgement is exceeding this pressure during fluid administration. Eval finding of a clot within port stem shows that over-pressurization was secondary to a thrombosed component. Product instructions for use provides directions for employing thrombolytic agents as well as guarding against exceeding 25 psi during infusion to prevent damage to silicone catheters & vasculature. Securing catheter to port stem by using sutures is not necessary. Product instructions for use provides illustrated directions for correct application of the cath-lock.